Event description:
The user facility reported that a nurse recently incurred 2 needle sticks. One event occurred when the needle assembly "popped off" a luer-slip type syringe while trying to engage the safety sheath feature. The second event was reportedly due to a needle that had not been activated "popping out" of a sharps container when another device was being discarded into the container. Consequently, the nurse had diagnostic testing performed and was started on prophylactic medication as a precautionary measure per hospital protocol. The reporter indicated that there may have been other similar events, but event specific information has not been made available.

Manufacturer narrative:
The involved device was discarded by the user facility and the lot number is not known. Therefore, the investigation was limited to the assessment of user facility information and evaluation of reserve samples from random production lot samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. Follow-up communication with the user facility confirmed that, contrary to the IFU, the users are not manually tightening the sheath/needle assembly to the syringe. Re-fresher in-service training for the clinical staff has been offered. There is no indication that the event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use with statements such as: "handle with care to avoid needlesticks"; "keep hands behind the needle at all times during use and disposal"; additional ifus statements include: "for greatest safety, activate the sheath using a one-handed technique away from self and others"; "with an easy twisting motion, tighten the sheath / needle assembly onto the syringe"; "position sheath approximately 45 degrees to a flat surface"; "press down with a firm, quick motion" and visually confirm that the needle is fully engaged under the lock." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.